Event description:
It was reported to medtronic minimed that the customer experienced product not adhering/sticking. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hypoglycemia, rash, skin inflammation/ irritation. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884l, unomedical. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-1884l and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: customer reported having high blood glucose of 400mg/dl and low blood glucose of 50mg/dl. No symptoms of high and low were reported. No treatment was mentioned for the high and low. Customer also reported that the sensors move because of the tight clothes she wears. Customer also mentioned sensor having a slight bend or curve, which is normal. Customer reported having a rash and skin irritation. Customer did not receive medical treatment as a result of the site issue. Customer declined troubleshooting for the high and low but troubleshooted the sensor and skin issue. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.